Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the posterior side assessed as fold flaw opening. Additional observations: yellow particles observed on the inside device. Wear abrasion observed. Crease fold observed on the device.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.